Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax light mesh on (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax light mesh. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax light mesh on (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax light mesh. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2021 - patient was diagnosed with left inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax light mesh. Per operative notes, ¿the hernia sac was dissected out. A 3dmax light mesh was placed into the defect and sutured.¿ (B)(6) 2022 - patient was diagnosed with infected mesh, abscess, adhesion thereby underwent open repair with explant of bard flat mesh. Per operative notes, ¿intrabdominal adhesions were taken down. Infected mesh 3dmax light mesh was removed. All abscesses were drained. The defect was closed with sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2020) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.